Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient recently had their lead wires placed and the resident was tough on the lead and one of the wires didn't look intact. The patient likely hadn't had programming done yet. The physician may be trying to look at impedances for the case and evaluating if the lead needs to be replaced. The physician thought the lead wire looked funny to them. The company representative was only speculation on why the physician was asking about normal impedance values. No symptoms were reported. It was further reported on the same day their programming was done and they patient received benefit. The bipolar combination of 1 and 2 showed low impedance of 40 ohms. All other combinations were within normal range.